Event description:
The customer reported their mp70 intellivue patient monitor cable was plugged into an incorrect plug and it sparked. It is unknown if the device was in clinical use. There was no adverse event reported.

Event description:
The customer reported their mp70 intellivue patient monitor cable was plugged into an incorrect plug and it sparked. It is unknown if the device was in clinical use. No, there was no adverse event reported.